Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received several an unexpected restart and had a blank display. The customer¿s blood glucose level was 8.7 mmol/l. The customer states that the pump started counting until 6 and then display turned blank and pump did not respond anymore. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, and displacement test due to blank display. Unable to verify general - unexpected restart or unexpected restart error test due to blank display.